Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with the quick sets. Customer's blood glucose level was going up. Customer's blood glucose level was 420 mg/dl. She took a correction shot and changed her site. The infusion set was disconnected from the quick release. Troubleshooting was declined. The device was not returned.